Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Staple pushers were flush with the cartridge surface. The laminates were bent. The anvil clamping mechanism was deformed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the surgeon pushed the green button and tried to fire the device, but the handle ran idle and could not advance the knife. The handle could only partially be squeezed. The reload was dipped in saline for a few seconds before use. The procedure was completed with another device. There was no patient injury.